Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level and diabetic ketoacidosis; bg level not provided. Cause of bg was not reported. Troubleshooting with tandem technical support was declined by the customer to determine a possible cause. Although requested, no additional information regarding hospitalization was provided by the customer.